Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a red and inflamed skin rash under the arm. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied otc lotrimin cream for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.